Manufacturer narrative:
(B)(4). Concomitant medical products: 00434901413 humeral stem 14 mm stem diameter 130 mm stem length 0104223033 anatomical shoulderâ?¢ reverse, screw system, 4.5-33 0104223042 anatomical shoulderâ?¢ reverse, screw system, 4.5-42 00434901500 base plate 15 mm post length uncemented 00434904011 glenosphere 40 mm diameter. The complaint is under investigation. Once the investigation is completed a follow up report will be submitted.

Event description:
It was reported that the patient underwent a initial shoulder arthroplasty. Subsequently, the poly liner was exchanged within one month of implantation due to unknown reason. Attempts were made to gather information no additional information is provided at this time.

Manufacturer narrative:
The follow up report is being submitted to relay additional information received updated: the complaint cannot be confirmed as the product was not returned for investigation. No photos were provided condition of the device is unknown. Device history records cannot be reviewed since the lot number is unknown. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Other text : product location unknown.

Event description:
No additional information is available to report at this time.